Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The product was evaluated through photographic inspection and manufacturing review. Photographic review of the device showed surface wear on the polyethylene articular surface and surface scratches on the tibial tray. The device history records were reviewed and identified one (1) piece scrapped for unknown reasons that may be related to the event. However, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products- nexgen lps-flex articular surface size e f 10mm catalog #: 00596403210 lot #: 63142340, nexgen gender solutions lps-flex porous femoral component size e right catalog #: 00576201552 lot #: 11015728, nexgen all poly patella size 32mm catalog #: 00597206532 lot #: 63283204. Report source: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that the patient underwent a knee arthroplasty revision to address pain and tibial component migration. No additional patient consequences were identified. Attempts have been made and no further information is available.